Event description:
When using a sterile needle for injection on a patient, needle breakage may occur.

Manufacturer narrative:
Upon receiving customer feedback regarding incidents of needle breakage during patient injections, our company promptly organized quality control and production personnel to conduct an investigation. The specific details are as follows: 1. Sample retesting: on june 1, 2023, 20 samples from batch number ckda04-01, model 25gx1 1/2", were visually inspected for appearance, with the adhesive of the injection needles found to be full and without any issues. Additionally, 10 samples were subjected to rigidity and flexibility testing, and another 10 samples underwent firmness testing. The results of all tests met the standard requirements (refer to appendix 1) (testing equipment: medical injection needle rigidity tester, medical injection needle flexibility tester, test personnel: song wenxiu). 2. Production process review: batch records and finished product inspection reports were reviewed for the production process of this batch based on the batch number. The adhesive, rigidity, and flexibility of the injection needles in this batch met the standard requirements, and there were no changes in the production process or raw materials. Following the investigation, customer feedback, production process, and production technology analysis, the following conclusions were drawn: 1. Needle breakage during use: improper use during clinical application can lead to needle breakage. According to iso 7864:2016 "requirements and test methods for sterile single-use hypodermic needles" referencing iso 9626:2016 "stainless steel needle tubing for the manufacture of medical devices - requirements and test methods," clause 5.9 in appendix c on flexibility testing specifies that for needles with normal wall thickness, bending should be (25¡à1)¡ã, for thin-walled needles (20¡à1)¡ã, and for ultra-thin-walled needles (15¡à1)¡ã, subjected to 20 cycles of bending without breakage. Exceeding these standards increases the risk of breakage, despite healthcare professionals usually being trained and knowledgeable, the potential for breakage due to improper use cannot be entirely eliminated. 2. Needle detachment due to insufficient adhesive between the needle and hub: during the assembly process of injection needles, there is an online detection device to monitor the amount of adhesive. Any defective products with insufficient or no adhesive will be automatically removed, with initial inspections conducted per shift on the firmness of the needle-hub joint. Final product inspections also include sampling this aspect, hence the possibility of detachment is minimal. 3. Regarding the needle breakage issue, our company conducted a risk analysis earlier, determining it as an isolated incident with an acceptable level of risk. As the customer did not provide specific defective samples, we suggest collecting and returning the defective sample for analysis or providing high-resolution images of the separated needle and hub (especially the site of breakage) for our comparative analysis.